Event description:
The journal article reported 1 patient in the cemented group experienced sepsis within 6 weeks postop. No further information was provided regarding treatment or outcomes. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. G2: literature - geng, z.; asamu, a.-s.; aldridge, w.; ng, a.b.y. Functional and safety outcomes of third-generation zimmer biomet g7® dual mobility total hip arthroplasty in femoral neck fractures: a retrospective cohort study. J. Clin. Med. 2025, 14, 8350. Https://doi.org/ 10.3390/jcm14238350. H6: proposed component code : mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Corrected: d10. D10: unknown dm bearing; item # unknown; lot # unknown. Unknown shell; item # unknown; lot # unknown. Unknown dm liner; item # unknown; lot # unknown. Unknown head; item # unknown; lot # unknown. Attempts have been made to gather all product identification information, and no further information has been provided. The reported event could not be confirmed due to lack of product/event information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.